Event description:
The following information was received in a claim: claim states that due to an automobile accident, pregnant patient has been transported to hospital where unit folded with patient on board. Patient miscarried three weeks later.